Manufacturer narrative:
Device is not currently available for evaluation. If additional information is received it will be reported on a supplemental report. Device is still implanted in patient.

Event description:
It was reported by the company representative that three months ago a patient had a surgery (mandibular osteotomy), and the cortical mp screws did not make a purchase of the bone healing. The surgeon is doing a follow up surgery on (B)(6) 2015 to plate the fracture. The sales representative is unsure of the product number.